Event description:
It was reported that the patient's device was removed in march of 2012. The operative reported stated "failed interstim". Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's device was explanted on (B)(6) 2012. Patient outcome was indicated as no injury by the physician.

Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v328474 implanted: (B)(6) 2009 explanted: unk; programmer model 3037 serial# (B)(4).